Event description:
The cord emitted sparks. Co's inspection revealed a break in an old-style line cord. The use of the flexible strain relief has reduced the breakage of the cord. Co has added a caution to the labeling to not flex the power supply cord needlessly. Remedial action has been accomplished. No deaths or injuries were reported. This event is not considered reportable under 21cr803 because a similar event would not be likely to cause or contribute to death or serious injury. This report is being made to comply with regulatory letter 90-dt-12.